Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. The physician noted that due to challenging anatomy several recaptures were required for successful implantation. The procedure was completed with the closure device implanted in the laa of the patient on (B)(6) 2023 with a 1.5mm leak noted to be present. There were no other complications that were reported to have occurred during the procedure. A few hours after the procedure was completed, the patient developed hypotension along with renal failure and respiratory complications from the fluid overload. An echocardiogram was completed which revealed a pericardial effusion with tamponade. A pericardial drain was placed to treat the effusion with about 150cc initially drained per the physician and remained in place for 4 days. Four (4) days post implant, on (B)(6) 2023, the patient also developed a non-debilitating ischemic stroke. There were no further complications, and the patient was discharged.